Event description:
Device 2 of 4. Reference MFR report #s 1627487-2012-04646, 1627487-2012-04648, 1627487-2012-04649. The patient received four leads, and two leads have the same lot number. It was reported the pt felt a heating sensation at the ipg site, as well as around the leads, when the stimulation was turned on. The sjm rep met with the pt for reprogramming, but at lower settings the pt reported she still felt the sensation. The pt was asked to keep the system turned off and will return for f/u with her physician.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.